Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device- location of device: unknown'), pregnancy with contraceptive device ('pregnancy birth - no complication') and genital haemorrhage ('bleeding : gen. Abnormal. Bleeding') in a 35-year-old female patient who had essure (batch no. C80063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multigravida, parity 3, herpetic vulvovaginitis, menometrorrhagia, amenorrhea, thrombophlebitis and genital herpes simplex. Concurrent conditions included deep vein thrombosis, hypertension, morbid obesity, lower abdominal pain, joint pain, difficulty in walking, sleep disorder, factor v deficiency, anemia, arthritis, gastritis, intervertebral disc protrusion, hyperlipidemia, irritable bowel syndrome, sacroiliitis, varicose ulceration, nausea, headache, dizziness, malaise, fatigue, blood pressure decreased, sacroiliitis and pneumonia. Concomitant products included chlortalidone (chlorthalidone) from (B)(6) 2014 to (B)(6) 2018, clonidine hydrochloride (catapres tts) from (B)(6) 2015 to (B)(6) 2015, docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2017, doxycycline hyclate from (B)(6) 2014 to (B)(6) 2018, enoxaparin, lisinopril from (B)(6) 2018 to (B)(6) 2018, rivaroxaban (xarelto), spironolactone from (B)(6) 2014 to (B)(6) 2018 and sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital hemorrhage, pelvic pain, abdominal pain, back pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, genital bleeding and migration. Discrepancy noted in essure insertion date, it was given (B)(6) 2015 initially, but in current pfs (B)(6) 2014 was given. 2 essure coils on left and 9 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2016: impression: 1. L4-5 broad disk bulge with superimposed left paramedian disk herniation may affect emerging left l5 nerve root. There is a moderate to severe degree of left foraminal stenosis as well. There is mild central canal and moderate right foramina I stenosis. 2. L3-4 mild central canal stenosis with left: greater than right neural foraminal stenosis 3. L2-3 broad disk bulge with a right paramedian disk herniation that appears t.o extend the superiorly. Extruded. This may affect the emerging right l3 nerve root correlation suggested. There is a mild degree. Of central canal stenosis and right greater than left neural foraminal. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2016: 1. Essure device identified on the left side only. Correlate clinically 2. Findings suspicious for right-sided pelvic varices. 3. Endometrium is inhomogeneous but a discrete mass is not identified. Given history of vaginal. Bleeding, saline sono hysterography is offered for your consideration. Given history of essure device. Premedication with antibiotics is suggested. 4. Right ovarian cyst with benign appearance. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anxiety, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs & mr received: lot number and events onset date were added. New events menorrhagia, vaginal bleeding, depression, anxiety, plaintiff did not undergo essure confirmation test were added. Reporters, patient demographics, lab data, medical history, concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device- location of device: unknown'), pregnancy with contraceptive device ('pregnancy birth - no complication') and genital haemorrhage ('bleeding : gen. Abnormal. Bleeding') in a 35-year-old female patient who had essure (batch no. C80063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included multigravida, parity 3, herpetic vulvovaginitis, menometrorrhagia, amenorrhea, thrombophlebitis and genital herpes simplex. Concurrent conditions included deep vein thrombosis, hypertension, morbid obesity, lower abdominal pain, joint pain, difficulty in walking, sleep disorder, factor v deficiency, anemia, arthritis, gastritis, intervertebral disc protrusion, hyperlipidemia, irritable bowel syndrome, sacroiliitis, varicose ulceration, nausea, headache, dizziness, malaise, fatigue, blood pressure decreased, sacroiliitis and pneumonia. Concomitant products included chlortalidone (chlorthalidone) from (B)(6) 2014 to (B)(6) 2018, clonidine hydrochloride (catapres tts) from (B)(6) 2015, docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2017, doxycycline hyclate from (B)(6) 2014 to (B)(6) 2018, enoxaparin, lisinopril from 8-(B)(6) 2018, rivaroxaban (xarelto), spironolactone from (B)(6) 2014 to (B)(6) 2018 and sulfamethoxazole;trimethoprim (bactrim) from (B)(6) 2015. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), back pain ("pain: back"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, genital bleeding and migration. Discrepancy noted in essure insertion date, it was given (B)(6) 2015 initially, but in current pfs (B)(6) 2014 was given 2 essure coils on left and 9 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2016: impression: l4-5 broad disk bulge with superimposed left paramedian disk herniation may affect emerging left l5 nerve root. There is a moderate to severe degree of left foraminal stenosis as well. There is mild central canal and moderate right foramina I stenosis. L3-4 mild central canal stenosis with left: greater than right neural foraminal stenosis l2-3 broad disk bulge with a right paramedian disk herniation that appears to extend the superiorly extruded. This may affect the emerging right l3 nerve root correlation suggested. There is a mild degree of central canal stenosis and right greater than left neural foraminal. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2016: essure device identified on the left side only. Correlate clinically. Findings suspicious for right-sided pelvic varices. Endometrium is inhomogeneous but a discrete mass is not identified. Given history of vaginal bleeding, saline sono hysterography is offered for your consideration. Given history of essure device premedication with antibiotics is suggested. Right ovarian cyst with benign appearance. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anxiety, pelvic pain lot number: c80063, manufacture date: 2014-07, expiration date: 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy birth - no complication') and genital haemorrhage ('bleeding: gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("pain: abdominal"), back pain ("pain: back") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, genital bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received case becomes incident. Event injury was removed. New events pain :pelvic/ abdominal, back, bleeding : gen. Abnormal. Bleeding, psych injury, pregnancy birth - no complication, device ineffective and migration was added. Product indication was updated. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.